Manufacturer narrative:
(B)(4). A hot axios stent and delivery system were returned for analysis. The stent was received fully covered and undeployed. Visual examination of the returned device found the tip was broken and there was evidence of electrocautery. An electrical test was performed; intermittent electrical issue was detected. No other issues with the stent and delivery system were noted. The reported event of cautery failure to deliver energy was not confirmed; the tip was broken, and there was evidence of electrocautery at the tip. Additionally, an electrical test was performed and an intermittent electrical issue was detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. The complainant reported that the device was intended to be placed for a gastrojejunostomy. The IFU states, "the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract;" however, this device is not indicated to be placed transgastric to jejunum. Taking all available information into consideration, the investigation concluded that the reported events and observed failures may have been related to procedural factors. It may be that factors during the procedure, limited the performance of the device and contributed to the damaged noted on the tip and resulted in the intermittent electrical issue noted. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the cautery was unable to deliver any energy. Reportedly, there was no blanching of the tissue. Another cable and generator were attempted to be used but there was still no energy. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that there was intermittent electrical issue with the device. It was reported that the axios stent was attempted to be placed for a gastrojejunostomy. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated to be placed transgastric to the jejunum.